Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 337 mg/dl while wearing the pod between 36 and 48 hours. The cannula may have dislodged from the infusion site (leg). As treatment for hyperglycemia, a new pod was applied and a bolus was administered.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could no be conclusively determined. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data. The damage did not affect the ability of fluid to flow through the fluid path. A leak test was performed and no leaks were found.